Manufacturer narrative:
(B)(4). It is unknown that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, follow-up MDR will be submitted.

Event description:
During a procedure, it was reported that the liner would not seat in the acetabular cup. Another cup was used to complete the procedure without patient injury or a significant delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed based on medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.